Event description:
The pt (B)(6) is currently implanted with two ipgs. It was reported the pt has lost the ability to communicate with one of the devices via either the charging system or programmer. Surgical intervention will be undertaken at a later date to address this issue.

Manufacturer narrative:
This ipg serial number was include din a field advisory. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.